Event description:
It was reported that a pericardial effusion was experienced. On (B)(6) 2019, during an ablation procedure for atrial flutter and atrial fibrillation, the physician mapped in the right atrium with an intellamap orion catheter and also ablated in several areas in the right atrium with an intellanav mifi open-irrigated catheter. It was a difficult transseptal with non-boston scientific devices. During transseptal, the physician noticed a drop in the patient's blood pressure, so the physician did an echocardiogram and observed an effusion. So, he put in a pericardiocentesis catheter post transseptal before mapping on the left side, drained fluid out of the pericardial space and then mapped and ablated in the left atrium. The effusion continued during mapping ablation in the left atrium. They ended up opening the patient's chest and closing the area that caused the effusion. The patient was doing well as of (B)(6) 2019. The physician wasn't sure if the effusion happened in transseptal. It was reported that the patient had a persistent left subclavian vein, an abnormal structural aspect of the patient. During the transseptal access, it was just the transseptal equipment and the woven diagnostic electrode catheters that were in the patient during that time.